Event description:
During outreach call, customer reported that infusion set was defected and also received a no delivery alarm, which was a past issue. Customer's blood glucose was 111 mg/dl. Customer reports to have changed infusion set and resolved issue and declined returning defective infusion set. Customer was advised to call helpline when issue arise. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.